Event description:
It was reported that during a minimally invasive discectomy infusion procedure, the bur broke along the shaft. It was also reported that the surgeon has no concerns about pieces being left behind, an x-ray was conducted to confirm this. It was further reported that another bur was readily available and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this alleged event was returned for evaluation. The device evaluation is anticipated, but not yet begun. The bur lot number has not been provided.